Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR: n/a - no lot. Inspections and tests: during molding process: visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300 (current version). Critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance (ph-300). Assembly process: according to ph-303 it is checked the correct welding and position of the membrane, the absence of dirt and the well assembly of the cap. The correct welding of the membrane is doing according to pc-234 (current version). If the injector safety sleeve is broken, the needle will become exposed. When engaging/disengaging the injector it is important to grip only the white components; do not tough the blue safety sleeve. If the grips of the safety sleeve are dislocated, the injector will become activated and the needle will become exposed. The injector must be removed by pulling straight back to avoid damage to the grips. If the injector has been forcefully engaged, the grips may also become damaged. As a sample was unavailable for this incident, an exact cause could not be determined. Complaints received for this device and defect will continue to be monitored by our quality team for emerging trends.

Event description:
It was reported that it was difficult to disengage the injector on a bd phaseal¿connector this caused the needle to remain exposed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that it was difficult to disengage the injector on a bd phaseal¿connector this caused the needle to remain exposed. No serious injury or medical intervention was reported.